Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: review of stock: the procedure to review the units of this product code and lot number available and verified that to date there are no units in stock. Quantity produced / imported: this product code and lot number (B)(4) units were produced in total. Distributed quantity: the procedure to conduct the review of the traceability of the product / batch and identified that all manufactured units were sold to 12 customers in the cities of (B)(6). Analysis) samples): samples received in sealed original packaging were subjected to armed resistance test (needle thread union), with the following results: average: 0.34 kgf. Minimum: 0.25 kgf. These samples meet the requirements of the usp. The sample used was subjected to a visual inspection, showing that the thread was without the needle; so, it is complying with the specifications. Conclusions: based on the analysis, the claim as "justified" is identified as it is evident that one of the units received does not meet the requirements demanded for this suture.

Event description:
Country of complaint: colombia. Loose needle while opening the package.